Event description:
During a ptca treatment procedure involving a calcified and 90% stenotic lesion in the middle portion of the lad coronary artery, the maverick otw balloon was suspected to have ruptured at 8 atmospheres on the initial inflation. The maverick otw catheter was removed and replaced with a quantum maverick 2.5/12 catheter to complete the procedure. The patient was asymptomatic during this event. A 6f medikit introducer sheath, a balance guidewire (size unknown), a mach1 guide catheter (size unknown) and an encore26 inflation device were also used in this case. The procedure was successfully completed. Patient status is reported as 'good'.